Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The tracheal and bronchial sides of the swivel valve were returned. The y connector was also returned, but it was not broken. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site. The reported complaint of "y connector broken" is not confirmed based on the sample received. The tracheal and bronchial sides of the swivel valve were returned. The y connector was also returned, but it was not broken. However, a defect was confirmed as the connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
Complaint reported as: "the double lumen tube has been intubated, then the y connector was found broken when clinician was going to use it." The tube was replaced. No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "the double lumen tube has been intubated, then the y connector was found broken when clinician was going to use it." The tube was replaced. No patient harm reported. Patient condition reported as "fine".